Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: missing backup battery cover screw. The reported event of a red battery alarm was confirmed via evaluation of returned power module. The returned power module (serial number (B)(6)) was observed to have an internal backup battery that had been expired since (b)(6 2024. The internal backup battery was connected to the power module, and a red battery + yellow wrench alarm occurred due to the internal battery being expired. The expired internal backup battery was confirmed to be the cause of the issue. No functional testing was performed and the device was scrapped due to old age. The root cause of the reported event was determined to have been the use of an expired internal backup battery. The relevant sections of the device history records for ppm-07395 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module IFU instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The current revisions of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module showed a red battery alarm.